Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, line a of the device was programmed to deliver an unspecified concentration of parenteral nutrition and the delivery was started. Line b was programmed in the concurrent mode to deliver an unspecified medication and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported line a did not deliver the unspecified volume of medication in the container as expected. No specific details were provided. The customer contact indicated that line b delivered properly. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. After an unspecified length of time, the device was removed from clinical svc. Though requested, no add'l info was provided, including if therapy was continued using a replacement device.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.